Event description:
A malfunction alarm occurred, identified with a resettable code. There was no reported impact on the customer's blood glucose level; however, the customer declined to answer if levels exceeded 500 mg/dl. The caller was advised to obtain a charging pad to reset the tandem mobi pump and planned to call back upon doing so.